Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3463986 (mfg. Date 06/2017) shows units were manufactured and released with no exception documents cited. Visual inspection: received bag#1, one (1) used, partial set 01c-42584-05 transpac IV mtg. Kit, disposable transducer, 03ml squeeze flush, macrodrip; lot# 3463991 (60" admin set w/ male luer and 48" arterial pressure tubing-->3-way stopcock w/ locknut-->12" arterial pressure tubing aren't returned). Bag#2, one (1) used, partial set 01c-42584-05 transpac IV mtg. Kit, disposable transducer, 03ml squeeze flush, macrodrip; lot# 3463986 (60" admin set w/ male luer isn't returned). Functional testing: all samples were primed and pressure tested. A slow leak was observed between the squeeze flush and transpac IV on all samples. The male luer of the transpac was visually analyzed under a 10x microscope and physical damage was observed that would cause a channel leak. Final analysis summary: the complaint for "leaking due to loose connection at flush device" was confirmed on all samples. ICU medical has implemented improvements to the assembly process of this part. ICU medical will monitor and trend.

Event description:
Two transpac IV kits were reported to have leakages. No adverse patient consequences were reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3463986 (mfg. Date 06/2017) shows units were manufactured and released with no exception documents cited.

Event description:
Two transpac IV kits were reported to have leakages. No adverse patient consequences were reported.